Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the inner seal came loose and went into the patient's abdomen. The seal was later retrieved from the abdomen before closing. Unknown how case was completed. There were no adverse consequences for the patient.